Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the ventricular lead was implanted in several positions but thresholds were always high. After repeated attempts the lead helix could not be screwed out. Another lead was implanted. No patient complications have been reported as a result of this event.